Event description:
Back pain, joint/muscle pain, fatigue, nausea, vomiting with blood, infections, swollen nodes, constant diarrhea, cold, numbness and tingling in hands, swollen breast, blurry vision and memory loss. Event date: 10/16/80.